Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s freestyle libre 3 plus sensor displayed a message indicating it was started on another device, leading to loss of connectivity with the intended device; the agent advised rescanning, explained the message, and instructed the user to apply a new sensor, with troubleshooting and education completed. Adverse clinical symptoms were unreported when the user ended the call leading to insufficient information. Outcomes included no reported health impact, but insufficient information was provided by the user. User support included remote troubleshooting and education regarding correct sensor start-up and device pairing. Investigation of this case revealed use error related to starting the sensor on a different device, consistent with a device-use communication pairing issue with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and device pairing.